Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery when trying to bolus. The customer reported that she had to change out the pump 4 times. The customer reported that every time changing out the cannula, and the cannula is straight. Customer states that she resolves the issue by just changing out the set. Customer states that she had went up in her blood glucose to 400 mg/dl went back to the old site and delivered insulin and brought her blood glucose down within range. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer will call back to troubleshooting for no delivery alarm. The customer decline to troubleshoot for high blood glucose. Customer states that she is getting high blood glucose due to the no deliveries. The insulin pump will not be returned for analysis.